Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Episodes of non-sustained right ventricular oversensing and t wave oversensing were noted on egm. Egms were not suitably amplified for accurate measurements. The patient was asymptomatic. Egms will be evaluated at the patient's next appointment by the physician. No further information is available.

Event description:
New information received suggests programming changes were made. The patient was stable following the changes.